Manufacturer narrative:
(B)(6). Medical product: unknown nexgen tibial tray, cat#: unknown, lot#: unknown. Unknown nexgen femoral component, cat#: unknown, lot#: unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the product could not be implanted in place after trying several times. The surgeon took it out and found its dovetail was asymmetrical. The surgery was completed by using another liner. Attempts have been made and no further information has been provided.

Manufacturer narrative:
UDI: (B)(4). Report source: (B)(6). Product was returned and examination of the returned part determined that the articulating surface shows signs of gouging on surface and flaring and compression in dovetail. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. A definitive root cause can be determined as user error as compressive signs observed on returned articular surface. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.